Event description:
Procedure performed: na. Event description: pcf information: these are mad vascular clamps. Please replace 3 units of clamp reference a3214 and 3 units of clamp reference a3216. Additional information received by applied medical rep via email on (B)(6) 2026: I didn't understand the problem either. Actually, there are only two defective units (1 ref 3214 and 1 ref 3216). They want more units to have more available in the operating room. Information received on (B)(6) 2026 via email by customer: two a3214 clamps were just brought back to me today. So now I have 3 a3214s and 1 a3216 that aren't working. That explains why we asked you for three. Additional information received by applied medical rep via email on 28apr26: they are bent or don't work. Additional information received by applied medical rep via email on 29apr26: the problem is that the clamps do not open and close easily, the closing clans are no longer opposite each other. Additional information received by applied medical rep via email on 6may26: the jaws have difficulty closing completely to lock the clip onto the vessel. Difficulty to open the device after attaching the clip on the vessel. Intervention: na. Patient status: na (before use).

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.